Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the fenestrated bipolar forceps jaws broke and a part fell inside of the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
The fenestrated bipolar forceps instrument associated with this event has not been received for evaluation. Review of photographic images received of this instrument confirm that the instrument had a broken grip. The system logs of this procedure revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Refer to medwatch manufacturer report number 2955842-2023-19631 for a previously reported event that occurred during this same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for evaluation. Failure analysis replicated/confirmed the reported event. The instrument was found to have a broken grip at the grip base. A piece approximately 0.195" x 0.569" was found to be broken off. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.